Manufacturer narrative:
H2) a1-a5 patient information was unavailable from the site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and hardware parts were replaced. The system passed all tests and was performing as intended. Codes 10, 120 and 4307 are applicable. Other relevant device(s) are: return part: svc kit bi71000579 atp console etos return part: kit svc bi71000515 pcba filament driver return part: kit svc bi71000487 pcba ht cntrlr. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used prior to a lumbar fusion procedure. It was reported that the image acquisition system (ias) was scanning but there was no images in the mobile viewing station (mvs). The site tried multiple times then there was a continuous beep noise from the ias. Troubleshooting was performed. The log files were reviewed and multiple error related to "no current in filament was found. Wrong selection of focal spot detected during prep. Imaging was aborted due to this issue. There was no reported delay to the issue or known impact on patient outcome.